Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to battery tube connector not fully connected into interface board. The insulin pump was received with cracked case at display window corners, display window, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 226 mg/dl at the time of the call. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture recently. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was damaged. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.